Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. Identification of issue has been done by analyzing problem description and service report. The expiratory pressure transducer printed circuit board (pcb) was replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective pressure transducer pcb may lead to high pressure. There was no patient involvement. The root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 - brand name: previous brand name: servo-s, corrected brand name: servo-s base unit. D4 - version or model #: previous version or model #: servo-s, corrected version or model #: 6640440. D4 - unique identifier (UDI)#: previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4).